Event description:
It was reported that the site has been experiencing unspecified problems with their programming system. The distributor reported that troubleshooting has been performed, however, the outcome of troubleshooting was not clearly communicated. The site requested a new programming system and good faith attempts to obtain the device for analysis and additional details of the problem the site was experiencing have been made, but no additional info has been received to date.